Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding an implantable neuro stimulator (ins). It was reported by rep that the ins had a failure. There were open circuits in impedance and a loose screw. They ran several impedance tests with higher stim. They decided to not implant ins and used a different ins. No symptoms reported. No further complications were reported or anticipated.